Event description:
It was reported that prior to an unk procedure, the tip of the device was discolored. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/13/2008. Information anticipated, but unavailable at this time.